Event description:
On (B)(6) 1995, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2006, a computed tomography (CT) scan revealed the filter was above the renal veins. On (B)(6) 2019, another CT scan showed the ivc filter was placed superior to the renal veins, and the apex was in the intrahepatic ivc. The apex contacted the anterior wall on the ivc. 16 degrees of anterior, slightly right tilting. Several struts extended beyond the wall of the ivc by 2-6mm. Posterior left strut extended into the origin of the left renal vein. It was further reported that an additional CT scan was performed on or about (B)(6) 2020 which revealed that the prongs from her greenfield filter perforate the ivc wall and the tip of the filter projects in the intrahepatic portion of the ivc. On or about (B)(6) 2020, the patient underwent a complex surgery to successfully remove the ivc filter. It was also noted that the patient had severe occlusive compression of the left common iliac vein with significant left to right collaterals, the greenfield filter was in the supra-renal position prior to removal with all struts perforating the ivc wall and she had severe left leg post-phlebitic syndrome.

Event description:
On (B)(6) 1995, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2006, a computed tomography (CT) scan revealed the filter was above the renal veins. On (B)(6) 2019, another CT scan showed the ivc filter was placed superior to the renal veins, and the apex was in the intrahepatic ivc. The apex contacted the anterior wall on the ivc. 16 degrees of anterior, slightly right tilting. Several struts extended beyond the wall of the ivc by 2-6mm. Posterior left strut extended into the origin of the left renal vein.

Event description:
On (B)(6) 1995, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2006, a computed tomography (CT) scan revealed the filter was above the renal veins. On (B)(6) 2019, another CT scan showed the ivc filter was placed superior to the renal veins, and the apex was in the intrahepatic ivc. The apex contacted the anterior wall on the ivc. 16 degrees of anterior, slightly right tilting. Several struts extended beyond the wall of the ivc by 2-6mm. Posterior left strut extended into the origin of the left renal vein.